Event description:
It was reported that the user experienced recurrent low glucose episodes last recorded at 39 mg/dl while using the ilet bionic pancreas, including an event with loss of consciousness resulting in a head impact and concussion, after which the user discontinued use and requested to return the device obtained through a pharmacy. Customer care provided support that included troubleshooting and education with a customer diabetes specialist, including guidance on treating low glucose with oral carbohydrates. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device malfunction identified or component-specific issue confirmed. Symptoms included hypoglycemia and loss of consciousness. Outcomes included no health consequences or impact reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.